Manufacturer narrative:
On 9/20/2019, a manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor asr reference number: (B)(4). A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture, capsular contracture device evaluation summary: the device contained gel with clear appearance, upon receipt by mentor. No foreign material was observed within the device or on the shell surface. During visual examination of the device, pe observed a crease on the posterior aspect. Because the examination of medical device form was not signed and/or returned to mentor, pe was precluded from further evaluating the device. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; pe concluded that the crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was not confirmed since no rents were found on the device. However, at this point it is not possible to determine the root cause of the crease. There is no evidence that there is an issue related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Pe has also concluded that the capsular contracture in the patient¿s right breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer's reference number: (B)(4).

Event description:
This report contains supplemental information for mentor asr reference number: (B)(4). On (B)(6) 2019, mentor became aware that previously submitted asr reference numbers: (B)(4) were duplicated. If additional information is received for this event, all supplemental reporting will be performed under this report number. It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a 550cc mentor memorygel breast implant and suffered right-sided grade iii capsular contracture with rupture postoperatively. As a result, the patient underwent bilateral removal and replacement with mentor smooth high profile xtra gel devices (535cc on the left, 560cc on the right) on (B)(6) 2017.